Manufacturer narrative:
Updated date of death. Updated the event description.

Event description:
On (B)(6) 2016, the patient underwent an endovascular procedure using a gore excluder aaa endoprosthesis to repair an abdominal aortic aneurysm. No difficulty or abnormality were observed during the procedure. The patient tolerated the procedure. Around thirty minutes after the procedure, the patient went into shock. It was determined that the patient developed a retrograde type a aortic dissection with its entry tear at the level of the proximal edge of the trunk-ipsilateral leg component. On the same day the patient then emergently underwent ascending aorta replacement surgery with a surgical graft of unknown manufacturer. The patient tolerated the surgery; however the patient did not recover. On (B)(6) 2016, the patient expired due to the retrograde aortic dissection. The physician indicated that the touch-up ballooning to the proximal neck with the non-gore balloon might have caused the dissection; however since no issues were reported on manipulation or usage of the devices during the procedure the cause of the dissection could not be determined. No autopsy was performed.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The cause of the dissection could not be determined with the information currently available. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent an endovascular procedure using a gore excluder aaa endoprosthesis to repair an abdominal aortic aneurysm. No difficulty or abnormality were observed during the procedure. The patient tolerated the procedure. Around thirty minutes after the procedure, the patient went into shock. It was determined that the patient developed a retrograde type a aortic dissection with its entry tear at the level of the proximal edge of the trunk-ipsilateral leg component. The patient then emergently underwent ascending aorta replacement surgery with a surgical graft of unknown manufacturer. The patient tolerated the surgery; however post-operatively the patient expired.